Event description:
On (B)(4) 2012, aci received a copy of a medwatch report (MDR # (B)(4)). The report stated that the date of event was (B)(6) 2011 and was sent to the FDA by the user facility on (B)(4) 2012. The following is the description of the complaint: "presented to the ed with acute ischemia of the left lower extremity. The pt underwent lysis and thrombectomy via the left femoral artery. A mynx closure device was utilized. Approx 6 hours later, the pt again lost her peripheral pulses and was returned for a left sfa with stent via the right femoral artery. Both vascular surgery and ir noted that it is unclear as to whether this was an acute embolus or related to the mynx device. The pt was anticoagulated and then discharged on day 4." No further info was provided. On (B)(4) 2012, the aci sales professional reported that she was made aware of the event on (B)(4) 2011. There was no pre-procedural femoral angiogram taken to assess the suitability of closure. There was no anticoagulant on board and the physician is not a trained user of the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1108110) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Review of design/process (B)(4) confirmed that the failure mode is identified in the risk management document.